Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head's video connector section was cracked. There were no reports of patient harm.

Event description:
It was reported, the camera head's video connector section was cracked. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The returned device was evaluated and customer's allegation was confirmed. In addition, the device evaluation found scope mount corrosion and burn on cable. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.